Manufacturer narrative:
The investigation for the reported thrombus has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of thrombus could not be determined as the device was not returned nor sufficient clinical details. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant reported that the doctor preformed percutaneous coronary intervention (pci) of left anterior descending artery and the patient had v-fib arrest, after return of spontaneous circulation, the impella cp was placed. The doctor reported that when they explanted the impella cp, they noticed what looked to be clot on the pigtail. Patient was stable and no issues were noted from the impella.